Event description:
Resident was placing a catheter into a pt. The resident noted resistance of the wire when advancing the wire. More significant resistance was noted upon removal of the wire. The removal increased bleeding in the pt, who was already suffering from other bleeding conditions. Pt died from unrelated health problems.